Manufacturer narrative:
Abnormal high level cycling and bending stresses due to pseudoarthrosis, intervertebral subsidence, and delayed union led to screw failure; along with other contributing factors including construct design, insufficient bone graft placement, and poor bone quality resulting in implant subsidence. (B)(4).

Event description:
The patient began experiencing increasing symptoms approximately 3 1/2 years after his initial surgery. The patient had recently discussed his increasing symptoms with his doctor during an office visit and the doctor ordered a new set of x-rays. The x-rays were reviewed and the doctor had indicated that four of the screws were allegedly fractured. On (B)(6) 2014, the patient underwent a revision surgery to include: the removal of the c5-7 anterior plating, inspection of the c5-7 fusion mass and an anterior cervical discectomy and fusion at c7-t1. The doctor had indicated that there were no significant delays during the initial or revision surgeries. The patient did not sustain any injuries as a result of the initial or revision surgeries. The four (explanted) screws, two level plate and multiple medical images (i.e. X-rays and mris) from the patient's initial and revision surgeries were provided for evaluation.